Manufacturer narrative:
Initial reporter phone#: (B)(6) . Device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ luer-lok¿ syringes, there was foreign matter at the flange of the plunger and at the tip.

Manufacturer narrative:
Investigation: two samples and ten photos were provided for evaluation. One sample came in an unsealed packaging blister and has grease on the thumb press. The other came in a sealed packaging blister and it has the same type of grease on the barrel luer, therefore failure mode is verified. The photos show the same issue. Grease likely got on the plunger rod/barrel during the molding process. If the plunger rod/barrel would come in contact with the areas outside of the mold face and the good product chute, it could potentially come in contact with grease on the press. There is part containment in place to try and mitigate the issue, but due to static on the mold face the plunger rods can sometimes land in unpredictable locations. These parts can potentially fall back into the chute due to the vibration of the press. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that before use of the bd¿ luer-lok¿ syringes, there was foreign matter at the flange of the plunger and at the tip.